Manufacturer narrative:
Product event summary: the data files for the date of the reported event and balloon catheter, 2af283 with lot 28829, were returned and analyzed. The data files did not show any system notices for the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Dissection showed a guide wire lumen kink at 1.34 inches from the tip inside the balloons. Pressure test did not show leaks. In conclusion, the reported kink has been confirmed through testing. The balloon catheter, 2af283 with lot 28829, failed the inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the shaft of the balloon catheter exhibited a bend after inflation. The issue was resolved by slightly pulling at the push button; no catheter or product was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.